Event description:
This report summarizes (B)(4) malfunction event, where it was reported the device experienced difficult loading and unloading the cot into the ambulance. There were (B)(4) events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device was not evaluated, as a probable cause for the issue was identified during a troubleshooting call between the customer and stryker field service and no further assistance was requested by the customer. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. 2 devices that were pending were evaluated and it was determined the device experienced difficult to raise/lower and cosmetic/aesthetics issue, not affecting function which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from (B)(4).

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 128 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 8 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 136 malfunction event, where it was reported the device experienced difficult loading and unloading the cot into the ambulance. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
One of the devices was a duplicate of another and was removed. Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue unintended cot lowering or dropping; no tip (cot drop). Because of this, the number of reported events has been changed from 137 to 135.

Event description:
This report summarizes 135 malfunction event, where it was reported the device experienced difficult loading and unloading the cot into the ambulance. There were 4 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 137 malfunction event, where it was reported the device experienced difficult loading and unloading the cot into the ambulance. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 6 devices are still pending evaluation.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue sharp edges and difficult to load/unload. The count of events has been corrected to reflect this. 6 devices are still pending evaluation.

Event description:
This report summarizes 134 malfunction event, where it was reported the device experienced difficult loading and unloading the cot into the ambulance. There were 4 events with patient involvement; no adverse consequences were reported.